Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing process of both ICD and lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned ICD data was inspected. The analysis of the shock holter showed that an amount of more than 81 charging cycles was performed by the device within 1 day on (B)(6) 2013. The eos status of the device resulted from that successive charging. The available iegm's showed, that this charging was caused due to the detection of noise in the right ventricular channel, thereby confirming the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the presence of noise in the right ventricular channel that led to successive charging cycles resulting in the activation of the eos battery status.

Event description:
Ous MDR - after an implantation period of about 25 months, oversensing with inappropriate shocks was reported. Apart from the shocks as mentioned in the event description, no further adverse patient side effects have been reported. The lead was capped and left in the patient.